Manufacturer narrative:
This device has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Boston scientific issued a field safety notice update to physicians regarding unintended behaviors observed with a software update designed to detect high battery impedance and prevent initiation of safety mode in accolade devices. The associated investigation determined that the software update led to this device experiencing a false positive response that resulted in disablement of the wandless telemetry. Boston scientific has developed an additional software update to address this unintended behavior.

Event description:
It was reported by the field clinical representative that the healthcare professional (hcp) observed this pacemaker remote monitoring was disabled due to limited battery capacity. Additionally, this device reached explant indicator 5 years ago. A request was made to have data from this device analyzed. Data analysis confirmed that the battery status was at beginning of life (bol), and the elective replacement indicator (eri) date was not set, causing the date to display incorrectly. Magnet detection was also triggered during the daily loaded battery measurement, resulting in the disabling of radio frequency communication. No current method available to restore rf functionality, although all other device functions remained operational. Boston scientific was preparing a software correction to restore rf functions, which will be included in the next scheduled software maintenance release (smr). To date, this device remains in service. No adverse patient effects were reported.

Event description:
It was reported by the field clinical representative that the healthcare professional (hcp) observed this pacemaker remote monitoring was disabled due to limited battery capacity. Additionally, this device reached explant indicator 5 years ago. A request was made to have data from this device analyzed. Data analysis confirmed that the battery status was at beginning of life (bol), and the elective replacement indicator (eri) date was not set, causing the date to display incorrectly. Magnet detection was also triggered during the daily loaded battery measurement, resulting in the disabling of radio frequency communication. No current method available to restore rf functionality, although all other device functions remained operational. Boston scientific was preparing a software correction to restore rf functions, which will be included in the next scheduled software maintenance release (smr). To date, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This device has not been returned to boston scientific; therefore, physical analysis has not been performed. Review of device memory confirmed the device had recorded a message indicating that remote monitoring had been disabled. Boston scientific issued a field safety notice update to physicians regarding unintended behaviors observed with a software update designed to detect high battery impedance and prevent initiation of safety mode in accolade devices. With the available information, boston scientific concludes this device exhibited unintended behavior associated with this software update. Boston scientific is actively developing an additional software update to address this unintended behavior.

Event description:
It was reported by the field clinical representative that the healthcare professional (hcp) observed that this pacemaker remote monitoring was disabled due to limited battery capacity. Additionally, this device reached explant indicator 5 years ago. A request was made to have data from this device analyzed. Data analysis confirmed that the battery status was at beginning of life (bol), and the elective replacement indicator (eri) date was not set, causing the date to display incorrectly. Magnet detection was also triggered during the daily loaded battery measurement, resulting in the disabling of radio frequency communication. No current method available to restore rf functionality, although all other device functions remained operational. Boston scientific was preparing a software correction to restore rf functions, which will be included in the next scheduled software maintenance release (smr). To date, this pacemaker remains in service. No adverse patient effects were reported.